Manufacturer narrative:
Continuation of d10: 6996sq58 lead implanted (B)(6) 2014, 693558 lead implanted (B)(6) 2014, dvbb1d1 ICD implanted (B)(6) 2014. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were power switching issues with the controller, which led to controller alarms and pump stop events. To address these concerns, the patient received a new controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports, the serial port, and the pump connector. Additionally, scratches were found on the lcd display controller housing front panel window; the observed damage did not allow clear visibility of parameters on the controller display. A visual inspection under 10x magnification revealed a hairline crack around power port one (1). An internal inspection did not reveal any anomalies. The observed contamination, scratches on the controller front panel window, and hairline crack are additional findings not related to the reported event. Supplemental testing was performed, and the test results revealed contamination on the pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Log file analysis revealed one (1) controller power-up event, with an associated motor start event, was logged on 21/apr/2025 at 11:01:37, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 58% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for ten (10) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. The associated batteries were lubricated prior to release. Furthermore, one (1) vad disconnect alarm was logged on (B)(6) 2025 at 20:08:49, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported events were confirmed. The most likely root cause of the observed contamination and observed controller display scratches events can be attributed to handling of the device. Based on an investigation conducted under CAPA: pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA: pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and the associated batteries fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.